Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a damaged wire. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the broken cable on reported instrument was silver colored. The cable was slightly frayed. There was no loss of cautery. Customer did not observe signs of cautery or thermal damage at the sight of breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged conductor wire insulation at yaw pulley. There was fragmentation of insulation, and the internal conductor wires were not exposed. The instrument passed an electrical continuity test with no signs of thermal damage on it. There were missing pieces on the damaged insulation, but their sizes cannot be confirmed. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.